Event description:
The hcp reported that the catheter was kinked and would be revised in 2008. Device registration system indicates the catheter was replaced. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.